Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The patient's wife reported that the wafer had an off-centered starter hole, which caused leakage. Due to this, the patient experienced skin irritation in the form of scattered tiny blisters in a 4-inch area around the stoma. She had been crusting the area with stoma powder and reported that the blisters were resolving. They did not open and the patient continued to use the product. No photo is available at this time.